Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown. Therefore; a device analysis could not be completed. However, a bag disconnected from the supply line of an amia cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during dwell three of peritoneal dialysis (pd) therapy. This alarm occurred while the patient was connected. During troubleshooting, it was reported that there was a bag that got disconnected from the supply line of an amia cassette. The patient properly tightened the connection before therapy started. There was no damage between the connections (supply line and supply); however, a leak was noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.